Event description:
It was reported that the patient was brought to the emergency room (ER) where telemetry was attempted "multiple times" with the pacemaker. The patient was placed on transcutaneous pacing. The following day the patient was "treated with" temporary pacing and monitored. Interrogation of the device shows the battery voltage as "not available" and the battery impedance of greater than thirty-seven thousand ohms. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. The device experienced normal depletion and met expected longevity.